Manufacturer narrative:
No samples were returned for investigation. The device history record was reviewed and there were no related issues in manufacturing for this system during assembly/testing. A review of complaints for the last 24 months did not indicate any additional related complaints or related service requests for this system. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4)

Event description:
Adverse event(s): "capsule tear" (capsular bag tear, posterior); "unplanned anterior vitrectomy" (vitrectomy). Product problem(s): "no irrigation" (inability to irrigate). The customer reported that during the procedure, the surgeon could not get the irrigation to come on. A posterior capsule tear occurred and an unplanned anterior vitrectomy was performed. The system was rebooted and the procedure was completed. Additional information has been requested.